Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional analysis was performed on the returned device. The reported difficult to advance was unable to be replicated in a testing environment also due to the condition of the returned components; therefore, it was not confirmed; the report of material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. A review of the complaint history identified no other incidents reported for this lot. The investigation determined that the reported difficulties were likely due to case related circumstances. Resistance between the two devices was felt while advancing the guide wire into a micro-catheter through a heavily calcified with total occlusion lesion resulting in the difficulty to advance, and it is likely excessive force was applied resulting guide wire/material separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and chronic total occlusion lesion in the right superficial femoral artery. A 014 bmw guide wire was being advanced into a micro-catheter; however, resistance between the devices was felt and the guide wire separated. The separated guide wire remained in the micro-catheter and were removed as a unit. A new unspecified guide wire and a new micro catheter were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.